Event description:
Received report indicating that a tecnis toric intraocular lens (iol) was implanted but rotated 50 degrees while in the eye. The model number and serial number were not provided. The rotation was noted on (B)(6) 2014. The doctor performed a second procedure to reposition the lens on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
Age was asked but not provided. Gender was asked but not provided. Model number asked but not provided. Serial number asked but not provided. Catalog number and expiration date are indeterminable without the serial number. Implant date asked but not provided. Explant date is not applicable as the iol is still in the eye. (B)(4). Because serial number is unknown, unable to determine manufacture date all pertinent information available to the manufacturer has been submitted. Placeholder.